Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during the explant of the patient's drg system, there was a fracture observed on the reported lead. The patient was explanted in order to perform an MRI.